Manufacturer narrative:
The reported particle of unknown origin is not available for return, so it is not possible to investigate further for root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The device is not available for evaluation, as it was discarded. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
A user facility in the united kingdom reported a piece of plastic in the patient's eye during a procedure. The particle was removed from the patient¿s eye without issue and the procedure was completed. The surgery time was increased by 0-15 mins. There was no impact or injury to the patient, and no extra anesthesia required.